Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. Impedance measurements had been steady in the 110 to 120 ohms range. The patient was brought to the clinic; the lead was tested and was noted to be functioning fine. Continued monitoring was noted. No adverse patient effects were reported. The device remains in service.